Event description:
Facility contact reported that an attempt to repair a broviac allegedly failed with a repair kit. A note on the repair kit reportedly says there is a slit in the new sleeve. -mtreft.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Manufacturer narrative:
Info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review (lhr) of reyf0456 showed one other similar product complaint(s) from ths lot number. The device has not been returned to the manufacturer, at this time, for evaluation.